Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported an alarm and a high blood glucose reading of 490 mg/dl. Assisted the customer in clearing the alarm. The customer also reported that he was hospitalized after being involved in a vehicle accident. The customer was wearing the insulin pump at the time of the accident, but does not know if he was experiencing high or low blood glucose levels. Nothing further was reported.